Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a button error alarm, and had unresponsive buttons due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing was noted. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reprorted via phone call indicating that the insulin pump alarm button error and keypad anomaly. Customer's blood glucose was 320 mg/dl. The customer stated that the keypad was scrolling on it's own and then became unresponsive. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.